Manufacturer narrative:
The reported events of failure to advance stylet, unacceptable threshold, r-wave amp variation, and ¿electrode was reported damaged and sent back¿ were not confirmed. A complete lead was returned in one piece. The stylet was fully inserted inside the lead and removed without difficulties. Electrical testing, visual and x-ray examinations of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right ventricular (rv) lead exhibited a high pacing threshold and a low sensing problem. When the physician attempted to reposition the rv lead, it was discovered that the stylet was failing to advance in the rv lead. The rv lead was damaged and not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.